Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. MDR filed due to keyword ¿smoking¿ present in complaint. The product was returned for evaluation, however subsequent testing could not verify the complaint. The underlying cause of the complaint issue could not be determined after reviewing the documentation in this investigation. Per the evaluation, the unit had a heavy odor of tobacco and the interior tubing was stained yellow. However, no evidence was found of smoke damage, and no smoke was observed during functional testing. The concentrator did have a defective main cooling fan, which was very loud and ran with a wobble, possibly due to a defective bearing; however, it did still operate.

Event description:
The consumer alleges the unit started smoking.